Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had an issue with keypad anomaly. Customer stated that the keypad button was unresponsive and insulin pump was cracked. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
The pump passed the self test and displacement test. No button error alarm noted during testing. No stuck button alarm or pump error 61 noted during testing or in the pump history file on the event date. No numbers ramping or is the scroll bar moving up or down with no input noted. The pump had intermittent button response on the up arrow button due to moisture damage on the keypad traces. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 143 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. The pump communicated properly with the guardian link 3 transmitter and the test plug. After the pump completed warm up and calibration, the pump was able to enter auto mode. The test value of 239 mg/dl was displayed on the pump's home screen. No communication anomaly, or calibration anomaly anomaly noted. The pump was received with cracked keypad at the select button. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Pump communication anomaly with the meter was not confirmed. Pump communication anomaly with the transmitter was not confirmed. Intermittent button response was confirmed, button error alarm/stuck button alarm/pump error 61 was not confirmed. Cosmetic damage was confirmed the keypad select button. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.